Event description:
During the procedure, the physician observed a concern after removing the glenosphere. To address this, the patient was washed out, and a hemiarthroplasty was temporarily implanted. The baseplate screws and glenosphere were removed. The initial reason for revision was instability.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. H3 other text : device disposition unknown.